Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type lead product ID 97745, serial# unknown, explanted: product type programmer, patient product ID 3708120, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type extension, product ID 3708120, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type extension, product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2010, explanted: product type lead, h3: analysis of the ins found insignificant anomalies. Analysis of the lead found the conductors were broken within 10 cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. Surgical intervention is being planned and authorized through workers compensation. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated her reason for calling is because about 4-5 weeks ago she noticed a "glitch" when she was using her controller. The patient explained that the controller would flash "almost like it had a short." The patient added that she thinks she was feeling a sensation in her spine from the ins when she noticed the controller glitch. The patient then stated that she lost a program and then lost another, and now all that she's left with is program c. The agent asked the patient what she meant by losing a program, and the patient explained that she was seeing the settings not available screen for the programs that she lost and isn't able to adjust their intensity. The patient stated that program c still works, but only works for the left side of her body. The patient explained that the right side of her body is where her disability pain is. The patient added that her chronic pain is from rsd and said her pain is so bad right now because of the glitches with her programs. The patient mentioned that she has seen other error message on the controller, but could not recall the details. The patient could not troubleshoot at the time of the call. No further complications were reported. No additional patient symptoms were reported. Additional information was received from a consumer via a manufacturer representative and an out of regulation (oor) was reported on all 3 programs. Impedances were ran and virtually all electrodes were >40,000. They were able to program them on 11 and 12 and get stimulation, but they were unable to adjust without getting the oor. The patient was being scheduled for a lead revision. The issue was not resolved, but surgical intervention was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the 97715 serial#: (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.